Event description:
It was reported the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found the device had no telemetry and no output. Further analysis found the device lost telemetry and function due to battery depletion. The internal circuitry was damaged during destructive analysis before any investigation into the battery depletion could be performed, so a root cause could not be determined.